Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn during cataract surgery. Sutures were required. Postoperatively, the patient presented with a wound leak requiring additional sutures. Additional information has been requested.

Manufacturer narrative:
A company clinical analyst reviewed the case and stated the following: ¿the customer reported that a thermal burn occurred on a patient eye during phacoemulsification. The cataract was nuclear grade was 3 to 3.25 at that time. The wound was sutured. The surgeon removed the stitches at the post-operative visit, but noted an outflow of aqueous humor and the wound was sutured again. The customer noted the nuclear hardness might have been hard, but the phaco time spent was not extremely longer than usual. Additional information has been requested with none received to date. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 7, 2007. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. There is no evidence that the design or manufacturing of the infiniti system contributed to the reported event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer indicating visual acuity improved after treatments.